Event description:
Dr. Was using device to take down a stricture within urethra and after he got the stricture down, we noticed that tip of device had split apart. No harm came to patient and no piece was missing. We took device off of the field immediately.